Manufacturer narrative:
H3: product analysis was performed on the returned motion enclosure. It was confirmed upon visual inspection that the j5 connector stand offs were broken. The motion enclosure was installed in a test system and no failure was found. The reported issue could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a less than one hour delay to the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing found that there was a mechanical failure. Motion interface errors were being received in the log files. The motion interface was replaced and the system functions verified. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the site hit the imaging system on a table twice during a case and after the collision the system would not take 2d images. A field service engineer (fse) found multiple errors in the logs, but was able to take 2d x-rays without issue. There was no reported impact on patient outcome.